Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited high thresholds. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient experienced palpitations and felt nauseous. It was also reported that the rv lead's position was in the his bundle. The rv-his bundle lead was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.